Event description:
The device was used in advisory mode to successfully deliver defibrillator energy to the pt. While attempting to monitor the pt through ECG electrodes, the device allegedly displayed only dashed lines. The operator checked electrodes connections, in an unsuccessful attempt at correction. Another ambulance crew, who were on scene, used their device of unreported MFR to continue pt treatment. The pt was resuscitated.